Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motion sensor test failure. No further details were provided. The insulin pump will be returned or replaced.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error noted in history download due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. We were unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify alarm due to critical pump error. The insulin pump had minor scratched display window, scratched case, damaged scratched display window cover, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.